Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by an end user who stated that a wheel broke and "sent [her] backwards onto the floor." The end user was reportedly taken to the hospital where she was diagnosed with shoulder fractures and dislocation. Drive requested the unit be returned for investigation and will file an update if additional information becomes available.